Event description:
It was reported that the touch pen/stylus would not work in the lower right corner of the programmer display screen. Numerous attempts were made to recalibrate the stylus however the situation persisted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the touch pen stylus would not work in the lower right corner of the display and therefore the bezel/overlay was replaced and the stylus calibrated. Analysis also found that the left keyboard hinge was broken and it was also replaced. (B)(4).